Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the atrial sensitivity was adjusted to eliminate the ffrw oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible atrial far field r-wave (ffrw) oversensing during ventricular arr hythmia. The lead remains in use. No patient complications have been reported as a result of this event.